Manufacturer narrative:
Findings: a customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt symptoms of nausea and headaches. The customer stated that their insulin pump was not working for three days. The customer was treated for the high blood glucose with a syringe. The customer was assisted with trouble shooting but declined to perform a high pressure test. The customer returned the insulin pump back for analysis.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt symptoms of nausea and headaches. The customer stated that their insulin pump was not working for three days. The customer was treated for the high blood glucose with a syringe. The customer was assisted with trouble shooting but declined to perform a high pressure test. The customer returned the insulin pump back for analysis.